Event description:
A surgeon reported that two to five years following intraocular lens (iol) implant surgery, an undetermined number of pts have presented with late clouding of the lens. The surgeon described the lens clouding as "little speckles within the substance of the lens," and believes these are due to calcification or a chemical change within the lens. Additional information was received from the surgeon, who reported that the lens clouding was identified as glistenings. According to the surgeon, the glistenings may be caused by the change in temperature of the lens, as it rises with body heat. The surgeon added that because of the glistenings, they have stopped using the suspect lenses at the facility where he performs cataract surgeries, and are using other lenses instead.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).